Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded. The stent was damage on the proximal end and had moved on the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the right renal artery. A 6.0mmx14mmx90cm express® sd renal/biliary stent was advanced to the lesion. While in the process of positioning the device, it was noted that the stent came loose on the stent delivery system (sds) balloon. The device was removed from the patient's body with the stent undeployed. The procedure was completed using a different stent with a 150cm shaft. No patient complications were reported and the patient's status was fine.